Manufacturer narrative:
Follow-up #1: date of submission 11/17/2015 - device evaluation: the pump has been returned and evaluated by product analysis on 11/04/2015 with the following findings: a review of the pump¿s black box showed multiple cs 162 loss of prime warnings with low non zero force. During testing, the pump was exercised for 24 hours with no loss of prime occurring. The force sensor calibration was found to be within specifications. The complaint of a loss of prime issue was shown in the pump history but was not duplicated during investigation.

Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a prime (loss of prime) issue. It was reported that the pump repeatedly emitted loss of prime warnings despite cartridge changes. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.